Event description:
It was reported that the pt's hip was revised due to fracture of the femoral stem.

Manufacturer narrative:
Evaluation summary: pt was preoperatively diagnosed with subluxation of hip. X-rays were not provided. Primary operative notes stated the femur was extremely anteverted and with severe coxa valga. The femoral stem was impacted into place with 15-20 degrees of true anteversion which was relative retroversion compared to her true anatomy. The femoral stem was left deliberately proud to maintain leg length due to coxa vulga and deformity. Upon insertion of the stem, there was a small fracture of the femoral neck which did not propagate past the lesser trochanter. However, a prophylactic cerclage cable was placed below the lesser trochanter. Revision surgery notes state that the pt has become very active and has lost a significant amount of weight. Radiographs found a fractured femoral stem at the junction of proximal and middle thirds. The proximal third of the stem was grossly loose, except for some fibrous tissue which was freed and was removed without difficulty. With the available information, definitive cause analysis cannot be performed with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.